Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to moisture damaged found inside faulty force sensor system. The motor passed motor test. No moisture damage under lcd window, electronic assembly or motor noted. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or battery out limit alarm noted. The pump was received with intermittent button response due to flattened buttons dome switch. The keypad connector was fully locked. The pump had cracked case at display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that they experienced damage, battery out limit and failed battery test. The customer's blood glucose value was unknown. The customer stated that she accidentally went into the pool with the pump on. The customer reported fluid under the lcd display. The product was returned for analysis.